Event description:
. Swan ganz line inserted 6/21/92.. Removed by rn on 6/23/92, noted that catheter was not intact.. Remaining piece removed under fluoroscopy by md.. No further pt. Intervention required.. Catheter visually inspected after retrieved.device labeled for single use. Patient medical status prior to event: critical condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated. Results of evaluation: component failure. Conclusion: device failure occurred and was related to event. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: device discarded, use of all similar devices stopped temporarily. Invalid data - on device destroyed/disposed of status.